Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7072245/7072257.

Event description:
It was reported that the patient experienced inadequate stimulation and the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.